Manufacturer narrative:
Summary of eval: the stabilizer screw cannot be evaluated for the reported stripped condition as it has not been returned, but rather discarded by the hosp. Add'l MFR info: section d1: brand name=duracon stabilizer screw. D6: catalog no.=6632-4-900.

Event description:
Reporter states, "as the screw being inserted with the screwdriver handle, the screw became tight, kept going, and then stripped." There was no adverse consequence to the pt due to this event.